Event description:
Additional information was received that surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
It was reported that the leads migrated, confirmed by x-rays. The patient lost effective therapy as a result. Surgery may occur to address the issue.